Manufacturer narrative:
The approximate age of the device was 50 days. No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2019. It was reported that the patient had increased work of breathing and high mean arterial pressure. Hydralazine was given and mean arterial pressure decreased. The healthcare provider noticed that the patient had a left eye twitch, facial asymmetry, and right hand weakness. The nih stroke scale score was 12. A head CT was performed and anticoagulation was held. A hemorrhagic stroke was diagnosed. The head CT revealed multiple intraparenchymal hemorrhages in the left frontal, right superior frontal, and right occipital lobes, possibly on the basis of hypertension or cerebral amyloid angiopathy. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas. Multiple attempts for additional information regarding this event were sent to the customer and no further detail was provided. The heartmate 3 lvas IFU lists stroke and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. In addition, this document outlines the recommended anticoagulation regimen and inr range as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.